Event description:
Additional information was received that the vectors were broken down, and found that the svc coil was unstable with varying impedances. Reprogramming was performed to remove the svc coil. The can/coil shock impedance was stable and within normal range. No further testing was recommended per electrophysiologist.

Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had two right ventricular (rv) leads that were active. Another manufacturer rv lead was added to the system years ago, and was being used as pace/sense only. The issue was that the shock impedance was intermittent and ranged from 70 to greater than 200 ohms. Boston scientific technical services (ts) discussed troubleshooting the vectors, and potentially performing commanded shock testing if the plan was to continue to monitor. Additional information was requested, however had not been obtained. The device remain in-service. No adverse patient effects were reported.